Manufacturer narrative:
Product complaint #: (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? During passage through tissue. What tissue was being approximated/ sutured? Skin. Procedure name and date? Appendectomy. Event date? (B)(6) 2022. Lot number? T0001. Was the procedure completed successfully? Yes. Was there any adverse patient outcome? No. Events reported via: 2210968-2022-05327.

Event description:
It was reported that a patient underwent an appendectomy procedure (B)(6) 2022 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product code has been updated to vp2317. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m product complaint # (B)(4). Date sent to the FDA: 08/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/2/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h6 component code: g07002 no device problem found complaint sample: 01units of opened complaint sample foil was received for investigation for code vp2317 lot t0001. Impacted suture and needle was not received for investigation. The foil pack was inspected under a magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. However, in a absence of complete device for investigation what may have caused the reported issue can not be determined. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/01/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: complaint sample: complaint sample not received for investigation. Batch record review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of product were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects but no defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects but no defects were observed. The needles were inspected for any attribute defects but no defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample and value at the time of finished good release was found to meet the average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for the product. No other event was reported for same description from other parts of country. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.